Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. Investigation summary: it was reported by the health professional that the product did not have the expiration date on it. As a sample was unavailable for return, a thorough sample investigation could not be completed. The lot for this product was produced when it was not a requirement to print the expiration date. These products are expired. A device history record review was not able to be completed as the lot number was produced more than 7 years ago. Per procedure, the records are kept for 7 years only. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 25 bd precisionglide¿ needles experienced missing label information. The following information was provided by the initial reporter: I have another product without expiration date.